Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively established through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use lists all adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists all adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient's cause of death was unknown. The patient's pump was explanted, however an autopsy was not performed. Due to patient privacy laws the managing hospital did not communicate additional event information, but based on a review of the patient's available records no device issues were reported at the time of the event.